Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the first right ventricular (rv) lead used became dislodged twice during the procedure as the patient had been experiencing tricuspid regurgitation. A second lead was introduced, however this became dislodged as there was tissue stuck in the helix. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the first right ventricular (rv) lead used became dislodged twice during the procedure as the patient had been experiencing tricuspid regurgitation. A second lead was implanted successfully, but the second lead dislodged post-operatively. It was observed that there was tissue stuck in the helix. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.